Event description:
It was reported that the left l5 pedicle was broken when distraction was performed during an l4-s1 transforaminal lumbar interbody fusion (tlif). While the surgeon was attempting to distract the l5-s1 segment, he noted that the pedicle broke. There was no failure of instrumentation or hardware. The surgery was completed with a 30 minutes surgical delay. This report is for an unknown spine product. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown spine product. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.